Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump casing was cracked near the battery compartment. Evidence of rust was noted in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/10/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, no moisture was visible in the battery compartment. The battery compartment was observed to be cracked. A battery cap was not returned with the pump; a test cap was used to complete investigation. A leak test was performed and failed due to a battery compartment leak. The pump case was removed and no evidence of moisture ingress was found.